Manufacturer narrative:
Combination product: yes . After the successful orsiro implantation patient developed 7d later chest symptomatology again and antiphospholipid antibody syndrome was diagnosed. Coronary angiography revealed a occlusion which was treated successfully with poba. The provided clinical information was insufficient to establish whether a device deficiency contributed to this event. However, review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation no device deficiency or manufacturing related root cause could be identified. The treating physician commented that the reported occurrence is more likely due to drug dosage timing rather than device-related issues. Other des revealed the same phenomenon. After entering the cathlab, heparin was started, but due to preparation to the device time was very fast, so it is possible that the drug was not effective until des implantation.

Manufacturer narrative:
Combination product: yes.

Event description:
Patient admitted at the hospital on (B)(6) 2021 with acute myocardial infarction and diagnosis of antiphospholipid antibody syndrome. An orsiro des was selected for treatment of the lad diagonal branches. Seven days later, thoracic ischemic symptoms recurred. During control angiography a occlusion proximal to the des was observed and treated with poba. The patient was discharged afterwards. The physician commented that this event occurred more likely due to drug dosage timing rather than device related issue.